Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman access system (was). The device was bloody and the sheath was folded into thirds. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/ misshapen), sheath damage (flattened) located 12 cm from the tip, sheath kinks located 22 cm and 49 cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported the release criteria were not met. A left atrial appendage (laa) closure procedure was being performed. It was reported that the patient's laa was too shallow. A watchman access system was used. The procedure was not completed because of the patient's anatomy. There were no patient complications and the patient was stable. However, the device analysis revealed inner liner delamination.